Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,g1(contact person ¿ mfg site),g3,g6,h2,h3,h6(medical device ¿ problem code,type of investigation,investigation findings,investigation conclusions,component codes),h11. A getinge field service engineer (fse) checked the machine was not switching on, further checked the power supply and measure 5v, 12v, 24v and 29v voltage and found that the power supply voltage is not coming so need power supply assy. For testing purpose. Fse visited the site and replaced the power supply but still problem persist. Crosschecked the main board with another device but still problem persist. Required below mentioned spares for further testing: drive manifold, solenoid driver board. Fse visited the site and replaced the above mentioned spares with new one. Also replaced the 5000hr maintenance kit from customer stock. Observed that now machine showing leak in iab circuit error after 20 minutes of pumping. Run k6, k7 & k8 leak test through service diagnostics and found it was failed. Observed that there is leakage from k6 valve. Below mentioned spare required for further testing: 9psi relief valve ,pressure hose ,vacuum hose,quick connect coupling . Fse still awaiting for spare part, no further update available right now. In future if we receive any repair information will reopen and update the investigation.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. A getinge field service engineer (fse) checked the machine was not switching on, further checked the power supply and measure 5v, 12v, 24v and 29v voltage and found that the power supply voltage is not coming so need power supply assy. For testing purpose. Fse visited the site and replaced the power supply but still problem persist. Crosschecked the main board with another device but still problem persist. Required below mentioned spares for further testing: drive manifold, solenoid driver board. Fse visited the site and replaced the above-mentioned spares with new one. Also replaced the 5000hr maintenance kit from customer stock. Observed that now machine showing leak in iab circuit error after 20 minutes of pumping. Run k6, k7 & k8 leak test through service diagnostics and found it was failed. Observed that there is leakage from k6 valve. Below mentioned spare required for further testing: 9psi relief valve, pressure hose, vacuum hose, quick connect coupling. A getinge field service engineer (fse) visited the site and replaced the 9psi relief valve, pressure, vacuum hose, quick connect coupling. Rectified the issue successfully. Device passed the all safety and functional tests according to factory specifications.

Event description:
It was reported that during routine check the cs300 intra-aortic balloon pump was not switching on. There was no patient involved.

Manufacturer narrative:
Due to character limitation in e1: full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.